Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the leadless implantable pulse generator (ipg) exhibited dislodgement and post recapture the leadless implantable pulse generator (ipg) contained tissue on the tail. The leadless implantable pulse generator (ipg) delivery system upon removal exhibited tether resistance and blot clot within the cone. The leadless implantable pulse generator (ipg) and delivery system was attempted not used and replaced. No patient complications have been reported as a result of this event.